Event description:
The customer reported that he went to his doctor after experiencing high blood glucose levels for the past month. The customer's insulin and infusion sets were changed, but he continued to experience elevated blood glucose levels. The customer's doctor felt that the insulin pump was not delivering the correct amount of insulin, and requested a replacement insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but not much insulin came out during the test. The insulin pump passed the displacement test. The customer also reported motor error alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.